Event description:
Patient ID: (B)(6). It was reported that the procedure was performed to treat a target lesion in the mid superficial femoral artery. Dilatation was performed using the 6.0 x 200 mm armada 35 ll dilatation catheter. After balloon inflation, an angio image was acquired showing a dissection in the vessel that was ballooned. A bare metal stent was placed to treat the dissection. The condition resolved with no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction, and the product was not returned. The reported patient effect of vascular dissection is listed in the armada 35 / armada 35 ll, percutaneous transluminal angioplasty (pta) catheter instruction for use (IFU), as a known patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, unexpected medical intervention appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.